Manufacturer narrative:
On 11/30/2015 the field service engineer (fse) found a leak in tubing through pinch valve pv37 that caused the leak. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4). The customer was able to fix the leak.

Event description:
The customer reported an uncontained cleaner leak of less than 20 ml from the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The device evaluated by manufacturer section was changed from no to yes.